Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia, with cgm showing 248 mg/dl for approximately seven hours despite correction doses; the user had eaten a larger-than-usual meal about two hours prior and reported no observed tubing kinks or insulin leaks, with a teflon infusion set placed the prior day. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no alerts or alarms. Investigation included troubleshooting and education, including a recommendation to perform a site change when supplies became available. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hyperglycemia remained unclear given the recent meal and lack of corroborating meter data. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.